Event description:
It was reported that the patient presented to surgery with scoliosis and instability above previous fusion non-union following a l2-s1 fusion approximately 11 months prior. Patient underwent a procedure for removal of hardware l2-s1; redo fixation from t11-l4 with; redo posterior fusion from t11-l5 with rhbmp-2/acs, and bone graft substitute. It was noted that during surgery, the quality of the fusion was felt to be suboptimal, especially starting at l4. The patient presented to the ER 10 days post-op. The patient states she felt she had new right leg weakness, which worsened since discharge making it impossible to walk. The patient has had chronic bowel incontinence but now reports bladder incontinence. Also has pain in the right leg and shaking in bilateral lower extremities. Studies showed the right l2 pedicle screw had migrated laterally as well as the fact that she had sustained bilateral pedicle fractures and a body fracture at t12 rendering the uppermost portion of the fusion construct unstable. Chest x-ray showed mild bilateral pleural effusions, significantly more since prior examination (1 month prior) at 11 days post-op the patient presented to surgery with diagnosis of complex failure of a deformity/fusion construct resulting in a lateral migration of the right l2 pedicle screw and bilateral pedicle and body fractures of the t11 vertebral body in the recently performed t11 to l4 fusion. Patient underwent a procedure for re-exploration of lumbar fusion; removal of right l2 pedicular screw; removal of bilateral t11 pedicular screws; placement of pedicle screws bilaterally at t9 and t10; removal of internal bone growth stimulator at the upper portion of the fusion redo fusion t9 to l4 with pedicle screws and rods, crosslinked, as well as double-dose bmp; replacement of internal bone stimulator. Patient records approximately 5 years post-op indicate the patient has chief complaint of low back pain. Also has numbness in the legs and weakness in the low back and legs, and bowel incontinence. Diagnosis states low back pain, radiculopathy, postlaminectomy lumbar syndrome. Treatment has included epidural steroid injections, facet block, sacroiliac joint injection, and has had revision procedure for relocation of intrathecal catheter.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.